Manufacturer narrative:
Na

Event description:
The field service center reported that during testing, the ventilator turbine did not rotate with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred.